Event description:
It was reported that the physician may be considering a prophylactic generator replacement within the next four to six months based on the pt's implant time. The pt had generator replacement surgery on (B)(6) 2009. The company rep then spoke with the pt's father, who reported that he is not sure if vns therapy has worked for the pt. The father also explained that vns may have made the pt's seizures "worse." The father indicated that the pt is having more seizures than before vns. The pt's parents are not sure if the increase in seizures was related to vns because, the pt has had four surgeries and has tried different medications. F/u with the physician revealed that the pt was seen in the clinic on (B)(6) 2012, and in addition to vns therapy, the pt is taking trileptal, topomax, and clonazepam. The pt has reportedly had no generalized tonic-clonic seizures since (B)(6) 2008 and has had decreased complex partial seizures. The physician believes that generator replacement is indicative since the generator is getting old. Although surgery is likely, it has not occurred to date. No add'l info was provided.